Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 39 mg/dl. The customer treated the low blood glucose with food. The customer's blood glucose was 141 mg/dl at the time of call. The customer also reported that they had a car accident which they blacked out. The customer's blood glucose was 70 mg/dl at the time of incident. The customer also reported that the insulin pump alarmed software error. The customer's blood glucose was 110 mg/dl at the time of alarm. Self test was performed and passed. The customer stated that the auto mode was in use at the time of incident. The insulin pump will not be returned for analysis.